Event description:
Customer reported upon opening the secondary clamp, a red colored secondary chemo medication (doxil) backed up into the primary bag of normal saline. When the subsequent chemo velban was hung on the same tubing after doxil completed, the user again witnessed the secondary backing up into the primary saline bag. At that time the secondary and primary tubings were changed. No add'l info was available.

Manufacturer narrative:
(B)(4). The set was evaluated and a check valve failure was confirmed. Disassembly of the valve showed a clear plastic particle located between the housing seal and the affixed silicone diaphragm. The particle was identified to be acrylic. The root cause of the check valve failure is the particle preventing the silicone diaphragm from fully seating against the housing seal area.